Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon left inside my vagina [foreign body in reproductive tract]. The tampon left inside my vagina when I take it out [complication of device removal]. Tampon falling apart, string breaking [device breakage]. Consumer e-mail stated the tampons had been falling apart when taking them out, and the strings had been breaking. No serious injury was reported.